Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma alcl-suspected.

Event description:
Patient reported left side "seroma late and suspect of lymphoma." Histopathological markers were not reported. The device remains implanted. Patient was under age at the time of implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported recurrent "volume increase," "lobulated contours," and capsular contracture, baker grade iii-IV. Treatment included singular and steroids.